Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung cancer radical surgery, to make a pulmonary lobectomy, staples did not deploy, the surgeon was able to press the green button and the handle was squeezed. There was no patient injury.